Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged rare housing and scratched screen. During analysis, visual inspection found that the rear housing was damaged. Service will replace rear housing. No issues were found with the device continuously beeping; however, the downstream sensor will be replaced as a preventive measure. No issues were found with clock battery but will be changed as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping, notification for clock battery needs to be serviced and had a damaged rear case. No adverse effects were reported.